Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.

Event description:
During set up for a procedure the customer reported that there was a hole in the pneumatic hose of the drill. There was no pt involvement and no adverse consequences alleged with this event.